Event description:
The company was informed that the pt's device has been explanted. The pt previously experienced no lock and it was considered in-situ failure. The pt was reimplanted with another advanced bionics cochlear device.